Manufacturer narrative:
This device is for treatment, not diagnosis. Without a lot number the device history record review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Labeling error on a steinmann pin (293.51). The outer package states 293.51 5.0x180mm steinmann pin. The pin itself is stamped 293.51 5.0x175mm. No patient involvement. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
A review of the device history records was performed and no complaint related issues were found. The manufacturing evaluation determined that this product was not etched at monument manufacturing. The label returned with this product does not belong to this part. Without additional lot information, it cannot be determined where this product was etched. This complaint is invalid from a monument manufacturing standpoint.device was used for treatment, not diagnosis.